Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The shaft temperature was below specifications, and ice formed along the entire sleeve, confirming the reported complaint. The root cause was identified as insufficient insulation, but needle disassembly did not identify any visible signs of damage along the vacuum sleeve's external surface. Review of the needle lot manufacturing records did not identify any vacuum sleeve malfunctions wtihin the needle batch.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Event description:
The user reported two needles developing frost on the needle shaft. This MDR is being submitted for the second needle used in this procedure - please see MDR # 9616793-2020-00082 for the first needle used in this event. The patient's skin was protected to continue with the procedure. The case was completed with no patient injury. Both needles will be returned to the manufacturer for investigation.